Manufacturer narrative:
(B)(4). Date sent: 6/22/2026. B3: only event year known: 2026. D4: batch #unk. Additional information was requested, and the following was obtained: it was reported to the sales rep that during a laparoscopic nephrectomy procedure, the stapler locked onto the tissue or vessel prior to firing. The user attempted to reopen the device but was unable to do so. The device had not been fired. No patient consequences were reported. - she spoke with the scrub tech and first assist today and they told sales rep that the surgeon fired it and said the blade went forward but it didn't comeback and it started making some noises, and they pulled the battery in and out of the device. And then they ended up getting another 12 mm trocar and a pvee35a, a different stapler, to fire on the right side of the vessel on the artery and vein of the kidney, so they could take the stapler that was stuck off. And then it's under sales rep's understanding that, in the patient they straightened the staple that wasn't working and they were able to pull the stapler and the trocar out together. The sales rep will still get more information directly to the surgeon about this. But this is the updated information to understand better what happened. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ec3d60s, with lot number a99p1n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, it was observed that the stapler locked onto the tissue or vessel prior to firing. The user attempted to reopen the device but was unable to do so. The device had not been fired. There was no patient consequence nor surgical delay reported. No additional information provided.